Manufacturer narrative:
The lens explant date of (B)(6) 2019 is not applicable. The explant date was on (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
Result code: 213 reported in initial MDR is corrected to 114. Claim#: (B)(4).

Manufacturer narrative:
Lens was returned dry, in contact lens case, clear surgical residue on product. Visual inspection found haptic torn and residue on the lens. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, -6.5 diopter, implantable collamer lens, into the patient's eye on (B)(6) 2019. Reportedly, "patient wanted better near vision in eye and some astigmatism was found to be related to it as well." On (B)(6) 2019 the lens was removed and exchanged with a toric icl. This resolved the problem. Per reporter on (B)(6) 2019, "patient is happy with vision and says continually improving."